Manufacturer narrative:
(B)(4). Only event year know: 2019. Batch #: unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had a history of complicated diverticulitis and diverticular abscess who underwent a laparoscopic sigmoid colon resection. Operative note indicates a ¿29 eea¿ was used without difficulty to create an end to side anastomosis and leak test performed with ¿no evidence of a leak.¿ the patient recovered well post-operatively and was discharged on pod 3. The patient returned to the ER with symptoms suggesting a leak, and a pod 7 CT scan revealed a ¿breakdown of the anastomosis.¿ as a result, the patient underwent a diagnostic laparoscopy on pod 8, during which feculent and purulent material was observed to the left of the anastomosis. Dehiscence was also observed to the left of the anastomosis, necessitating a takedown of the anastomosis and placement of colostomy. 5 months later, a colostomy reversal was attempted; however, on pod 4, workup indicated another anastomotic leak. An additional diagnostic laparoscopy was performed where the surgeon noted the anastomosis itself looked healthy with no perforations, but a leak test revealed a leak on the lateral aspect of the anastomosis. As a result, the anastomosis was taken down in a stapled fashion, and another end colostomy was created. Another 5 months later, patient underwent a successful colostomy reversal and ileostomy creation without issue. The ileostomy was reversed the following year, which revealed a completely intact anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2024. H6: health effect ¿ clinical code gastrointestinal system (e10) . See op notes.